Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, respiratory tract irritation, dizziness, and headache. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No patient information was provided. No additional information can be requested at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Product investigation laboratory-initiated therapy with the device and verified airflow, using a known good product investigation laboratory supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil observed intermittent power loss, possibly from a faulty j8 dc power jack on the pca (printed circuit assembly). Product investigation laboratory observed the following sound abatement degraded foam indications: pieces of sound abatement foam, consistent sound abatement foam, were found in the blower box, on the blower motor, inside the blower motor, inside the bottom of the enclosure, and at the air output port. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. The sound abatement foam at the bottom of the enclosure visibly showed that it was degraded, was moist and had a large piece of sound abatement foam separated from the formation. Pieces of sound abatement foam, consistent sound abatement foam, were found in the humidifier water tank and air outlet port. Product investigation laboratory was able to confirm the presence of degraded sound abatement foam. The manufacturer found 6 error codes were logged. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Product investigation laboratory was unable to address the symptoms specified. In box g: date received by mfg has been updated. In box h: problem code grid, evaluation method code, evaluation results code, component code grid, and conclusion code grid has been updated.